Event description:
The iabp [intra-aortic balloon pump] alarmed, this nurse responded to the alarm and found patient in chair slumped forward. Patient was unresponsive. Pupils were 3 perrla [pupils equal, round, reactive to light, and accommodate]. Patient became responsive. Patient was alert to self, was unable to track sight. Stated was unable to see but could hear us. Was able to follow commands but had weak bilateral grip strength. At 02:17 a code stroke was called. Rns in the room saw blood flowing out of helium tubing of iabp. The iabp was clamped, and device pump was turned off. 02:21 patient was taken to CT. Neuro resident present for CT. Patients neuro status improved with resolved weakness, but patient still complained of poor vision. Returned to ccu at 03:01. 03:45 patient was taken to cath lab for iabp replacement.